Event description:
Procedure: "vats" lower lobectomy. Reportedly, after firing four times, confirmed the bleeding. Around the third, staples would not form properly. When the fourth firing, squeezed the handle by force then it broke. Hand sewing. No pt injury reported.